Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following a previous procedure to explant the patient's leads due to infection on (B)(6) 2017(reference MFR. Report #: 1627487-2017-02908, 3006705815-2017-00607 & 1627487-2017-02909), the physician was concerned with the way the wound/tissue healed. As such, the patient underwent surgical intervention wherein the ipg was explanted. Follow-up information revealed the wound is now healing properly and the patient will follow-up with the physician in one month as the next course of action.

Event description:
Follow-up information revealed the patient met with the physician on (B)(6) 2017 and the issue has resolved.